Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of mega suturecut needle driver snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.